Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. The download data does not contain any alarm, timeouts or drive stalls. It could not be conclusively determined when this damage occurred.

Event description:
A patient reports while wearing a pod their blood glucose level had rose to over 300 mg/dl. The patient reports reports the pod had deactivated.